Event description:
It was reported that the ventilator reset many times (intrrpt and ln vent1) with audible alarms. It is unk if the ventilator was connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na